Event description:
It was reported that during a tonsillectomy, the device would not cut and would not coagulate. There was no error code. Another like device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.